Manufacturer narrative:
Due to the x-ray shield being shattered on-site, a return to hologic for investigation was not possible. Therefore, a definitive root cause cannot be determined at this time. However, should additional information be provided, the complaint may be reopened and an investigation initiated to address the new findings. A review of the unit's complaint history showed no abnormalities. Please note: this unit was installed on (B)(6) 2007 and this is the first complaint of its kind for broken x-ray shield. Hologic will continue to monitor and trend for safety.

Manufacturer narrative:
At this time the investigation is still ongoing and a supplement will be filed as needed.

Event description:
It was reported that the x-ray shield was shattered after hours. A third party replaced the glass shield. As of now the investigation is still in process and a follow up will be filed when the investigation is completed.